Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and mildly tortuous left anterior descending artery. The lesion was in stent restenosis. In the lesion, a non bsc stent was deployed previously. On the first inflation, the 2.25x12mm quantum maverick balloon was inflated for about five seconds and ruptured at sixteen atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located .05 centimeters proximally from the distal tip and measured .75 centimeters in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. A shaft kink was also found located 13 centimeters proximally from the distal tip. Visual and microscopic examination for the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the incident. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operation context, as device performance was limited, due to anatomical procedural factors.